Event description:
It was reported that this pacemaker exhibited oversensing of ventricular signals on the atrial channel. This resulted in inappropriate atrial tachy response (atr) episodes. No adverse patient effects were reported. At this time, this device remains in service.